Manufacturer narrative:
Analysis found that the reported event was confirmed. The motor was not working. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that the motor overheated during the procedure. The device was not working smoothly as well. There was no patient injury. On follow-up, it was reported that the overheating occurred after 1 minute during a septomeatal plasty procedure. There was no delay in the procedure as a result of this event. The procedure was completed using a back-up device.